Event description:
The complainant reported that an impella cp was unable to navigate the arch of the porcelain aorta during attempted implant. After multiple failed attempts, the impella placement was aborted and an intra-aortic balloon pump was placed for patient support.

Manufacturer narrative:
A.4 is unknown. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
The investigation has been completed. The pump, guidewire, and purge cassette returned. Pump sn (B)(6), gw and purge cassette returned. Unable to deliver or advance - during pump implanted procedure, the impella was unable to navigate the arch of the porcelain aorta due to noted vessel calcification. The returned pump showed no damage or other abnormalities. The root cause of the deliver issue was determined to be patient condition as the patient had calcified vessels preventing successful delivery of impella. The device history review was completed and the pump passed all post sterile inspection checks.